Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's blood glucose level was incorrectly reported in the notes, the blood glucose levels were not reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose was 40 mg/dl and 50 mg/dl. Customer states insulin pump giving too much insulin. The insulin pump will not be returned for analysis.